Event description:
It was reported that during a procedure, when the surgeon went to drill the socket for an anchor and while drilling there was a loud sound as if the drill was rubbing against the guide. The drill did some spinning and would not advance. The sales rep that was present advised the surgeon to put the drill in reverse to back out and assess. When the surgeon did, the drill and the guide were essentially "fused" together and couldn't remove the drill from the guide. Another new kit was opened and continued with the procedure without incident.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3638ds drill guide and drill bit set were returned for investigation. Visual and functional assessment identified that the drill bit was cold welded to the guide, and could not be removed. Due to the returned condition of both parts, the ID of the guide and the od of the bit could not be accurately assessed. The most likely cause for the reported failure can be attributed to user error of the device due to off-axis insertion during use, and/or prying/leveraging the drill bit within the guide during use.